Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and suspected leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. One clip was implanted, reducing mr to 1. On (B)(6) 2018, a follow echocardiogram was performed. It was found that the mr had increased to 4+, and it was believed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Additionally, it is suspected that the clip had grasped a cleft on the posterior leaflet when it was implanted, or there was leaflet tear. On (B)(6) 2018, an additional mitraclip procedure was performed for treatment. One clip was implanted, reducing mr to 1. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be related to patient morphology/pathology (posterior prolapse). The reported patient effect of tissue damage was a related to procedural circumstances of slda and worsening mitral regurgitation (mr) appears to be a cascading effect of tissue damage and slda. It should be noted the reported patient effects of worsening mr and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.